Event description:
Customer reported receiving an e-6 message when attempted to calibrate her relion ultima advance meter. Customer also reported experiencing symptoms of headache, fatigue, nausea, seizure and loss of consciousness with a reading of 500 mg/dl from an unknown source. Customer stated that she was given an IV and her insulin medication during the course of her medical event; however, it is unknown if these treatments were related to her symptoms or the reported reading. Customer further reported being diagnosed with severe hypoglycemia and treated with an IV by a health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer services, it was discovered that the customer was using expired test strips (expiration date: jan 2009) which caused the error message. There is no indication of a product malfunction. No further investigation is required. Adc customer services made several attempts to contact customer for clarifications but without any success.